Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was in the tube. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.